Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between january 6-8, 2025. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on all the samples. Visual inspection of the photo sample showed droplets of fluid inside the bottle of the device which suggested possible leak. During visual inspection of the returned sample, white drug residue inside the housing was observed. A leak test was performed, and very slow leak was observed coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked between the balloon and bottle. You can see drops of liquid on the inside of the bottle. Some droplets leaked outside the bottle. The device contained fluorouracil and dextrose 5% for a total volume of 230 ml. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.